Manufacturer narrative:
The customer contacted siemens to report that discordant sodium (na) and potassium (k) test results were obtained on one patient sample from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse aligned a mixer on the instrument, calibrated the ion selective electrode (ise) module on the instrument and ran quality control materials with acceptable results. The cause of the discordant sodium and potassium test results was the mixer alignment. The instrument is performing according to specifications. No further investigation of this instrument is necessary.

Event description:
Discordant sodium (na) and potassium (k) test results were obtained on one patient sample from an advia chemistry xpt instrument. It is unknown if the initial results were reported to a physician. The same sample was repeated on an alternate advia chemistry xpt instrument giving different results. It is unknown if the test results obtained from the alternate instrument were reported to a physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na) and potassium (k) test results.